Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detected on the bus. A field service engineer powered off the device and reseated the row board and retractor band cables. Restarted the device, logged into the hardware test application, and tested drawer functionality. Then, the row tray e was not detected. The field service engineer powered off the device again, inspected the row board cable connection at the row trays, found a loose cable connection, and reseated the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer main 4.2 and all its cubie pockets failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.